Event description:
It was reported that patient underwent a surgical procedure to implant a new artificial urinary sphincter (aus) due to unknown issues with sling device. Additional information confirms patient experienced incontinence since mid (B)(6) 2020. No adverse patient effects.